Manufacturer narrative:
Additional information was added to d10, h3 and h6. Additional information/correction to e1 address. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage, pressure testing, and priming which revealed no flow through the filter. The reported condition was verified. The cause of the condition is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing filter of an interlink system extension set was occluded. The device was used with bumex and nicardipine. This was identified during an unspecified process step. There was no patient injury, or medical intervention associated with this event. No additional information is available.